Event description:
A malfunction on the pump was reported by a customer, with malfunction code 15 displayed. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions to reset the pump. The reset process was successful, as the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again and acknowledged understanding of these instructions.